Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the device fractured at the location of the hook feature on the handle. It is likely that the fracture was due to an overload mechanism. An overload fracture can occur if mechanical loads are applied that exceed the strength of the material. The broken piece was not returned for evaluation. The device was manufactured in 2009. The device shows signs of significant wear/usage. A medical investigation was conducted and this case reports the tip of the inserter broke off during use. Per email correspondence, the piece was found and removed properly, and there was no harm to the patient and the procedure was completed without delay, using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka, when using the inserter to put in the insert implant, the tip of the articular inserter broke off. S&n backup device available. No surgical delay reported due this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.